Manufacturer narrative:
During inspection and testing, error code b30 (scope communication error) occurred. In addition, there was a leak from the biopsy channel, the adhesive on the bending section cover was peeling, the objective lens was missing, the image flickered, the insertion tube was squashed and had a bite mark, there was a conduction failure between the distal end and the connector, and angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (scope communication error). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the b30 error likely occurred by the following mechanism: contact failure occurred at the ccd unit and/or internal circuit board of scope connector due to influence of humidity, which invaded the subject device from leaking points. The ccd and/or internal circuit board of scope connector was malfunctioned by handling (earth wire of system was unconnected; scope connector was inserted/pulled while system was powered on; dirt and/or moisture adhered to scope connector contacts). Physical stress, which was applied to the insertion section, made the ccd cable move unsmoothly in the device. Then, the cable became disordered, kinked and broken. System had failure. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.